Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Reportedly, the customer resumed insulin with original cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.